Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the device was not returned for evaluation, but images were provided which show the device box damaged which lead to confirmed results. Images demonstrating the shipping box were not provided. It was reported that the box was delivered in a bad condition but there were no signs of humidity damage but stated that the shipping box was damaged though photos of the shipping box were not provided so that a potential relation to the shipper could not be verified. Based on information available and evaluation of the provided photos, the investigation is closed with confirmed result. A definite root cause for the issue experienced by the customer could not be identified. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. With regards to warnings, the instructions for use states "do not use the device if the sterile packaging has been damaged or unintentionally opened prior to use". H10: d4 (expiration date: 09/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the outer package was allegedly damaged resulting in potentially damaged the product. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a stent graft placement procedure, the outer package was allegedly damaged resulting in potentially damaged the product. There was no patient contact.